Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following an implant procedure, there was a loss of capture noted on the right ventricular (rv) lead. The patient complained of chest pain and dyspnea. Diagnostic imaging was performed to review the placement of the lead and a perforation was confirmed with a pericardial effusion. The lead was repositioned and a pericardial drainage was performed to resolve the issue. The patient was in stable condition following the procedure.